Event description:
Surgeon said patient complained of pain after tweaking ankle/foot. Pain never subsided and seemed to come from the tibia. Implants came out with relative ease. Tibia implant had some bony ingrowth into plasma spray coating. Talus implant had little bony ingrowth into implant.